Event description:
It was reported that there were concerns that this right atrial (ra) lead was dislodged. The dislodgment was confirmed via chest x-ray. It was noted that the patient was in atrial fibrillation (af), however, the electrogram (egm) showed that only the atrial signals that lined almost directly with the right ventricular (rv) signals, which was due to the lead hanging near the valve. The caller wanted to know if the patient could proceed with a magnetic resonance imaging (MRI). Technical services (ts) advised the patient should not have an MRI, but it is clinical decision. The physician was notified that a MRI would be off-label use. Further interventions are unknown at this time. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns that this right atrial (ra) lead was dislodged. The dislodgment was confirmed via chest x-ray. It was noted that the patient was in atrial fibrillation (af), however, the electrogram (egm) showed that only the atrial signals that lined almost directly with the right ventricular (rv) signals, which was due to the lead hanging near the valve. The caller wanted to know if the patient could proceed with a magnetic resonance imaging (MRI). Technical services (ts) advised the patient should not have an MRI, but it is clinical decision. The physician was notified that an MRI would be off-label use. Further interventions are unknown at this time. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned as the lead was disposed.